Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that there was a power issue. The technical support specialist stated that the customer confirmed that the issue was resolved. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported when using the bd pyxis anesthesia system restarted automatically when user was about to start a procedure. The customer added that the user got the emergency box of medications to be able to start the procedure. However, there were no adverse events or injuries reported based on this event.